Event description:
It was reproted that the device was used during an open gastric bypass. After firing, the jaws could not open up. The release button ended up breaking and finally the instrument opened up. No pt consequences noted.